Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed. H3 other text : see h10.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) there were difficulties priming. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported found 1 pen needle to clog last night with lantus pen during flow check. Reviewed non patient end placement - dc.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) there were difficulties priming. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported found 1 pen needle to clog last night with lantus pen during flow check. Reviewed non patient end placement - dc.